Manufacturer narrative:
H4: the lot ur23d27109 was manufactured on may 9, 2023. H4: the lot ur23h25055 was manufactured on august 29, 2023. H10: four (4) samples were received for evaluation. Two (2) samples were received of lot ur23d27109. Two (2) samples were received of lot ur23h25055. A visual inspection did not identify any abnormalities that could have contributed to the reported condition for any of the samples received. Functional testing was performed on all four (4) samples and no issues were noted. All of the devices passed functional testing. The reported condition was not verified. A batch review was conducted on both of the lots received and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked. The one-link was attached to both the end and the y-site of a non-baxter needle. During blood infusion, blood leaked on the patient¿s shirt from the y-site connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.